Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section e1 updated. The device was returned to zoll medical united kingdom for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including all power tests ac/battery and bench testing without duplicating the report. Internal inspection resulted in no findings. No power-related accessories were returned for evaluation. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section h11 updated. The device was returned to zoll medical united kingdom (UK) for evaluation. An explicit no power-up scenario is unable to be captured in the log file, as the device does not have the capability to record to the log unless powered up. However, we do see evidence that in our experience occurs when the device does experience certain "no power up" occurrences including the date/time reverting to 3/2/05 following this entry along with a "set clock" entry. This indicates that the rtc (real time clock) circuit had lost power. The device passed all testing at zoll UK and the ac charger was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.